Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficulty removing the device was not confirmed. The irregular appearance was confirmed. The entire length of the proximal and distal coils section was returned loose on the core, and the shaping ribbon and core were separated at the distal end of the core, due to corrosion. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that there was a little resistance felt while removing the 014 bmw hydro guide wire from the dispenser coil and that upon removal a rough spot was observed on the core of the guide wire. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis noted that the proximal and distal coils were separated from the core at the proximal and tip solder of the guide wire and the shaping ribbon was separated at the distal end of the core.